Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the clinic with driveline communication fault alarms. The patient reported that they dropped their system controller, which triggered the alarm. They also reported that there was a minor tug on their driveline exit site; there was no obvious trauma or blood at the exit site. Log files were submitted for review. The log file confirmed driveline communication a faults on 19sep2024 and noted that the dropped system controller had no effect on the operation of the pump. It was noted that the system controller (B)(6) and the modular cable were replaced. The site performed 20 power cable disconnects to create data capture points for the log file review and the driveline communication fault had not returned 16 minutes after the exchange. Follow-up log files were submitted for review. The log files showed that the driveline communication fault did not return, and that the equipment is operating as intended. The driveline communication fault continued to be resolved 32 minutes after the exchange. Additional log files were submitted for review. The log file showed the equipment was operating as intended. After the exchange, it was noted that the patient's new system controller ((B)(6)) had bad threading on the black power lead connection. Multiple clips were attempted with no success. The system controller was used for approximately 15 minutes, and then it was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via evaluation of the submitted log files and the returned product. Data from the reported event date 19sep2024 was reviewed for the submitted and downloaded log files. At 14:44:03, a driveline communication fault alarm activates due to a com_a fault. This alarm remains active for the remainder of the log file and is not observed in the following submitted log files taken after the reported modular cable and controller exchange. The heartmate 3 vad modular cable (lot number: 8933862) was returned for analysis. The modular cable was connected to a mock circulatory loop. Upon manipulation of the cable, the driveline communication fault alarm was reproduced. The modular cable underwent resistance and insulation testing, and the green (communication a) wire intermittently measured as an open line. The cable¿s outer layers were stripped, and multiple kinked areas were observed. The green wire was found to be broken with exposed conductors. A damaged communication wire would result in a driveline communication fault to become active on the controller. The root cause of the reported event was determined to be due to a break in the communication a wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot #: 8933862) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.